Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.